Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered 7 rounds of inappropriate shock(s) due to an episode of atrial fibrillation (af) with rapid ventricular response (rvr) which turned into ventricular tachycardia (vt). The therapy was exhausted but the last shock did convert the rhythm. This device measurements remain within normal range. The device remains in service. No adverse patient effects were reported.